Event description:
A report was received that the patient was experiencing nausea and vomiting after the patient turned on the stimulation. It was unknown what was the cause of patients symptoms. The patient was hospitalized.